Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the surgeon that the patient will undergo a revision surgery to remove and revise the tmj device due to the patient experiencing heterotopic bone.

Manufacturer narrative:
The device history records confirmed that the tmj devices met all specifications. The surgeon noted heterotopic bone formation, which led to device removal in (B)(6) 2024, though the explanted devices showed minimal wear. CT images revealed residual screw parts in the mandibular bone. No product issues or manufacturing defects were identified. The root cause is attributed to the patient¿s condition. No corrective action is necessary, and the complaint will be monitored for trends.

Event description:
It was reported by the surgeon that the patient will undergo a revision surgery to remove and revise the tmj device due to the patient experiencing heterotopic bone.